Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine did not alarm. Test strips were used to confirm the leak. Estimated blood loss was 200ml. The patient had no adverse effects and no medical intervention was required. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint of internal dialyzer blood leak is not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.